Event description:
It was reported that (1) device was used during an exploratory laparotomy. It was reported by the rep that the tl90 stapler was placed across neck of the gastric mass. It was closed down properly and fired. When device was removed and specimen cut away, there were no staples present. The stomach opened up and had to be sewn together to complete the case. The or procedure was extended +60 minutes.